Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had a low battery backup error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h4,h6(health effect-clinical code),h10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, investigation conclusions), h10,h11. Corrected fields: d1,d4(catalog#,version#) additional fields: e1(event site state: (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) had a low battery alarm. There is no patient involvement. A getinge field service engineer checked machine and found that the battery status indicator on screen was showing empty and showing low battery backup. Charging volt is proper and tested machine on battery on system trainer and machine working more than 45 min. Suspected the power supply is defective. No parts replaced as the customer did not approve po for power supply. As per the discussion had with customer they have resolved the problem by themselves. Also in last pm this problem was not observed and unit is in clinical use.

Event description:
N/a.